Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Mesa 2 surgical technique was reviewed and the following relevant information was identified: partial locking & final locking if preferred, partial lock all the fixation points using the partial locker over the mesa 2 crickets. Remove the mesa 2 crickets by turning a size 25 driver counter-clockwise at least one half turn then pull up on the cricket housing and turn 90. Fully lock each mesa 2 screw using the quick locker. Confirm at least 5 mm of rod length extends beyond the most proximal and distal screws. Note: the locker should be used to apply axial force only. It should not be used in compression, distraction, or rotational maneuvers. Sales rep reported that excess force was applied when the event occurred, bone was not prepped, surgeon experienced difficulty during locking step. Since the device was not returned, an exact cause of the reported event could not be determined. It is possible that excess force led to fracture of the screw.

Event description:
It was reported that the inner collect of a mesa deformity uniplanar screw fractured intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.

Manufacturer narrative:
Correction: awareness date of the initial report should have been 16-june-2021 rather than 27-may-2021.

Event description:
It was reported that the inner collect of a mesa deformity uniplanar screw fractured intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.

Manufacturer narrative:
Hospital disposed of device.

Event description:
It was reported that the inner collect of a mesa deformity uniplanar screw fractured intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.